Manufacturer narrative:
(B)(4). As transfer set was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set experienced a leak during drain 7 of 7 of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected to the device when the issue occurred. The technical service representative assisted the hp in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.